Event description:
The reporter stated the ultrasound head was used approx 15 times and has begun to overheat and burn pts when in contact with their skin. Additional info was received on 2/14/2001 that this issue occurred seven times. The pts experienced mild burns and discomfort. The same device was used in each occurrence.